Event description:
A facility nurse called for assistance checking the results as displayed in the device. After phone trouble-shooting it was discovered that the device's display was not displaying the results properly. The device was replaced and the defective one returned for investigation.